Event description:
The report received from the foreign study indicated that 12 hours after a pta procedure, the patient's blood pressure dropped below 70mmhg. Low molecular dextran was administered and the blood pressure returned to normal on the following day. According to the physician, this was more likely due to carotid sinus reflex than by the stent placement. There patient had no neurological symptoms and was discharged from the hospital. Pta was performed on a 95% occluded lesion in the left internal carotid artery of 12mm in length in a 0.2mm vessel diameter. The lesion was mildly calcified. Percusurge was used for the procedure, the lesion was pre-dilated with a 4mm balloon at 6 atm. Then a precise stent was successfully deployed. The lesion was pre-dilated with a 4mm balloon at 6 atm. The product was stored, handled, inspected and prepped per IFU. No anomalies were noted prior to the procedure. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter.

Event description:
It was reported that the physician had difficulty advancing the thumb slide of the stent delivery catheter and it subsequently broke. The thumb slide broke after approx 1cm of the stent was deployed from the catheter. The catheter was removed and another device was used to complete the procedure. It was reported that there was no effect to the pt.

Manufacturer narrative:
Twelve hours after having a stent placed in the left internal carotid artery, the patient experienced hypotension, medication was administered and the blood pressure returned to normal, the following day. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13408832 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 2 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were issued for this lot. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that this patient enrolled in the (B) (4) study had a medical history of hypertension prior to study inclusion. Previous medical history provided was unknown. No further information is available at this time.